Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. This occurred after continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated intraperitoneally with antibiotics per contamination protocol. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was received for evaluation in used condition. A visual inspection with the naked eye noted broken occluder feet beneath the twist sleeve on the mainbody of the twist clamp, which caused the leak (fluid flow through the set with the twist clamp closed). The reported condition was verified, the cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol, or bleach, as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Change from follow up # 1 (previously reported) to follow up # 2. Should additional relevant information become available, a supplemental report will be submitted.